Event description:
It was reported that an inquiry was received in regards to stuck in stent complaints for the atlantis sr pro2 imaging catheter. A physician got information from an unknown seminar or workshop program regarding the atlantis sr pro2 imaging catheter becoming stuck in stent. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).